Event description:
Additional information was received that the patient was reviewed in the clinic and isometrics were performed. Some noise was recreated on the rv channel but only one beat was oversensed. The lv lead was reprogrammed from unipolar to bipolar and the out of range impedance range was increased. The physician will continue monitoring the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise on the right ventricular (rv) channel. In one episode the oversensing led to pacing inhibition and greater than two seconds of asystole. Insulation damage on the rv lead was suspected as the noise appeared to have begun shortly after a generator change in (B)(6). Low rv sensing amplitudes were also observed. Additionally, high out of range impedances were measured on the left ventricular (lv) lead but lv sensing and pacing thresholds remained within range. The physician chose to continue monitoring the system. This crt-p remains in service. No adverse patient effects were reported.